Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported ventilator is alarming post backup audible failed. The manufacture service technician performed external and internal visual inspection on v60, checked for loose wires, tubing and everything was connected. The manufacture service technician attached a patient circuit with test lung powered ventilator on and customer reported the problem cannot be duplicated. Retrieved drpta (diagnostic report) and verified backup alarm failure was found multiple times. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The manufacture service technician replaced cpu (central processing unit) and pm (power management) board per service manual to correct customer reported problem, and programed serial number, total power-on hours and reloaded the original option via respilink.

Manufacturer narrative:
G4: 15sep2020. B4: 05oct2020. A central processing unit (cpu) was returned for analysis. This is a failure of ls1. Ls1's built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound. No new knowledge could be gained by continuing to investigate ls1 failures where the ls1 does not include a date code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.